Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump exhibited a sleep/wake function failure in which the device would not power on unless placed on a charger, including when the battery indicated adequate charge, leading the user to carry backup therapy and interrupt work to manage insulin delivery. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included replacement of the device and education on shutting down the pump, data syncing to the mobile app, start-up requirements for the replacement, shipment logistics, and continued cgm use with dexcom g7. Investigation included complaint intake review and troubleshooting with the user. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.